Event description:
It was reported that; surgeon noticed what looks like locking device failure on pat follow up x-rays

Manufacturer narrative:
The event was confirmed based on x-ray images provided by the sales rep. Visual, dimensional and functional analysis could not be performed as the device was not returned. The device remains implanted. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; surgeon noticed what looks like locking device failure on pat follow up x-rays.